Event description:
It was reported that the non preloaded intraocular lens (iol) was explant from patient's eye as the patient was unhappy. No other information is available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2019. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: apr 3, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint lens revealed that there were traces of viscoelastic residue present on the lens. The lens was cleaned revealing damage on the surface of the lens consistent with a lens that was explanted. No issues that could cause or contribute to the complaint issue were observed. Conclusion: the complaint issue "unspecified injury" and "explant" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.